Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported event of the stopper of the coupler was damaged was confirmed by the repair department. However, no definitive cause could be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable was twisted and deformed, the stopper of the coupler was damaged, and there were interference stripes in the image intermittently due to the twisted and deformed cable. The object was still visible with the interference stripes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had twisted cable on the root part. The issue was found during reprocessing and inspection before a therapeutic laparoscopic procedure. The device evaluation found the stopper of the coupler was damaged there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.